Event description:
The filter basket of an 8mm basket, medium support angioguard could not be withdrawn perfectly back into the capture sheath. The physician had to use force to remove the device. Upon removal, the physician noted the strut was bent and sds was deformed.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during use the angioguard device had capture difficulty. The filter basket of an 8mm basket, medium support angioguard could not be withdrawn perfectly back into the capture sheath. The physician had to use force to remove the device. Upon removal, the physician noted the strut was bent and sds was deformed. To date there has been no further information regarding the handling of the device or the vessel/lesion. There was no reported injury for the patient. One none sterile 8mm basket, medium support, was received inside a plastic bag. Only the delivery wire system was received. It was observed that the coiled tip was kinked/bent. The filter basket was observed under light optical microscope and no anomalies or damages were observed on the membrane neither on the struts. Functional test was performed as dp# 12169766. Using a coil dispenser and a deployment sheath lab samples; the filter basket could be fully seated into deployment sheath, no docking difficulty was encountered. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10120543 (cordis lot 70412422). This packaging lot contained 51 units, which were shipped from lake region medical on may 14, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by customer like "capture system - capture difficulty" was not confirmed due that during the functional test no difficulty was experienced. The cause of the event experienced by the customer during procedure could not be conclusively determined. The cause of the coiled distal tip kinked/bent found during analysis could not be conclusively determined, but it does not appear to be manufacturing related. Neither the product analysis nor DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. The failure reported by customer like "capture system - capture difficulty" was not confirmed due that during the functional test no difficulty was experienced. The cause of the event experienced by the customer during procedure could not be conclusively determined. The cause of the coiled distal tip kinked/bent found during analysis could not be conclusively determined, but it does not appear to be manufacturing related. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information, it is not possible to make an accurate conclusion regarding contributing factors.